Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricle lead exhibited noise that was oversensed by the device and led to pacing inhibition. Programming changes were made. The patient was in stable condition and will continue to be monitored.